Manufacturer narrative:
(B)(4): the customer reported that the ac power led was not lit. There was no pt involvement. The unit was evaluated locally by a philips field service engineer, and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the ac power led was not lit. There was no pt involvement.